Manufacturer narrative:
H.6. Investigation summary: bd received 3 samples and 1 photo for investigation. Visual examination of the samples and photo was performed and revealed fm on the inside of the tube. There is a white colored particle on the inside of the tube. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was able to confirm the customer¿s indicated failure mode with the investigation completed. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. The following fields were updated due to additional information: d9: device available for evaluation:  yes d9: returned to manufacturer on: 2023-07-25

Event description:
It was reported that while using bd vacutainer® ppt¿ plasma preparation tube k2e, there was foreign matter found inside two tubes. No patient impact was reported. The following information was provided by the initial reporter: "during one collection 2 faulty tubes (same batch no.) With foreign body."

Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® ppt¿ plasma preparation tube k2e, there was foreign matter found inside two tubes. No patient impact was reported. The following information was provided by the initial reporter: "during one collection 2 faulty tubes (same batch no.) With foreign body."